Event description:
It was reported that during a shoulder arthroscopy implant broke, pieces were removed with tweezers. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported. It is unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
B5: event description updated. D4: expiration date and lot number added. H4: device manufacture date added.

Event description:
It was reported that during a shoulder arthroscopy implant broke, pieces were removed with tweezers. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately ½ inch of the proximal end of the anchor has broken off above the suture slot and was not returned for evaluation. There are four short lengths of suture and the suture puller suture partially through the suture slot. The inserter shows no abnormalities and was found to function as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the proper prep device. Excessive forces applied to the anchor during placement. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.